Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot # serial# (B)(6); product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient stated that the controller and battery pack don't work at all. Patient mentioned that they spoke to a mdt rep and were told that they need a new controller and battery pack. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient put the battery back into the controller and confirmed that there was no green light flashing above the screen. Controller light did not power on with battery pack re-inserted.  Patient would not troubleshoot very much. Patient noted that they stopped using the stimulator a year and a half ago and then again stopped using it after that so november 2023 they stopped completely and then were told by their doctor to restart using it sometime this year. Agent followed up asking why the patient stopped using the stimulator; so they stopped using the stimulator. Patient stated that the stimulator wasn't working in the beginning and that they started to get a lot of pain on their right side and that is the side the implant is. Patient also mentioned that the area of their back where the implant is tends to swell up during inflammation, which makes it uncomfortable. Patient reported that where the implant is located bothers them and rubs on their pant-line. The issue was not resolved. A request was sent to the repair department to replace the battery pack. [See general text for omitted information].